Event description:
It was reported that the patient with this ambicor penile prosthesis (app) could not pump up the implant. The app was explanted and replaced with a three-piece implant. There were no patient complications reported.

Manufacturer narrative:
Updated evaluation conclusion codes h6.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) could not pump up the implant. The app was explanted and replaced with a three-piece implant. There were no patient complications reported.